Event description:
The hcp reported that the patient had a granuloma 2 years ago. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The granuloma was surgically removed. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.